Event description:
It was reported that this lead became dislodged during the implant procedure. As a result, high pacing thresholds and loss of capture (loc) were observed. The physician elected to replace the lead. No additional adverse effects were reported for the patient. This lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.